Manufacturer narrative:
Additional information received from the local field representative indicated that the patient has not yet been back to the clinic for any additional troubleshooting or programming changes. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing with another manufacturer's right atrial (ra) lead. It was reported that in (B)(6) 2017, a health care professional (hcp) at the device clinic performed troubleshooting and was unable to reproduce any noise. At that time they turned off a feature related to minute ventilation. Sometime later, it was turned back on and noise and oversensing on the ra lead has presented again. There was also an abrupt change in ra pacing impedance measurements from 600 to 3,000 ohms. The patient planned to be brought back into the clinic to perform additional troubleshooting and have the minute ventilation turned back off. No adverse patient effects were reported.